Manufacturer narrative:
Collecting information is still ongoing. Additional information will be provided upon investigation conclusions in a follow-up report.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and (padded) passive clip sling. Following information provided, 3 caregivers were assisted during patient's transfer to the wheelchair. As the resident was being lowered into the wheelchair, it was noticed that patient's left side of body (thigh, buttocks) has made a contact with left armrest of the wheelchair. Caregiver, which operated the lift, raised the lift up and as a consequence one of the 4 sling clips (left leg) detached. It was reported that patient fell of the sling to the floor hitting her left side of head on the way down. Resident sustained 5 cms hematoma of parietal area of left scalp, 2 bruises of left shoulder as well as 2 bruises of left leg. CT scan was also provided but it came back negative.

Manufacturer narrative:
We are in a process of reviewing additional information gathered. Arjo qualified representative conducted device evaluation and it was revealed that both sling amd the lift were in overall good condition.

Manufacturer narrative:
Arjo decided to collect claimed sling from the customer and send it to the manufacturer for the internal evaluation. Further information will be provided upon manufacturer's investigation conclusions.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers 9611530, 9681684, 3007420694. Currently, these products are to submitted under arjohuntleigh magog inc .registration #(B)(4). It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and (padded) passive clip sling. 3 caregivers were assisting patient's transfer to the wheelchair. As the resident was being lowered into the wheelchair, it was noticed that patient's left side of body (thigh, buttocks) has made a contact with left armrest of the wheelchair. Caregiver, who operated the lift, raised the lift¿s spreader bar up and then it was noticed that one of the sling clips (left leg) detached. Patient fell off the sling to the floor, hitting her left side of head on the way down. Resident sustained 5 cm hematoma of parietal area of left scalp, 2 bruises of left shoulder as well as 2 bruises of left leg. Fortunately, conducted CT scan was negative for any subdural bleeding or serious head injury. After the event device evaluation has been conducted by arjo qualified representative. Lift was in overall good condition with only some scratches found on the top cover of it. However, lift was working correctly. Visual condition of the sling in question revealed that it was in very good condition. Following the customer¿s statement: ¿when the patient started to be lowered into the wheelchair, part of her body (possibly hip or leg) made contact with the wheelchair. With the lowering motion, this placed upward pressure on the sling¿. It seems likely that incorrect positioning over the wheelchair, while lowering the patient, generated a force that created an upward pressure on one of the sling's clip. The force, exerted in the opposite turn as the downward pull force which came onto a clip and is generated by the patient¿s weight, might have made it easier the clip to detach. It was also stated that ¿the customer pulled out a micrometer to measure this sling to a new sling they had just opened, and the diameter of the clip area on the used sling could have been slightly larger than the new unused sling. He said ¿2000ths¿ larger. This larger area could have made it easier to have the affected sling pop off¿. Due to the failure found sling was removed out of service. Arjo has made a decision to collect the claimed sling and send it to the manufacturer arjo dominican republic to determine probable root cause of an incident and confirm the alleged clip failure that was reported to an arjo technician during device evaluation in the facility. Visual, dimensional as well as load tests were performed. The visual inspection of the sling involved in the event indicated that it was generally in good condition. Based on the provided serial number it was established that at the time of the event, the sling was about 3 years old. The clips critical dimensions were verified. The measures taken according to the technical drawing of the clips indicated that all parameters of the maa4000 passive clip sling were within the manufacturer¿s specification. No deviations in manufacturing process have been observed. Load test of the claimed sling was also performed. Sling passed the test with satisfactory result. Moreover, the attempt to duplicate reported detachment was unsuccessful. To sum up, alleged incorrect clip dimensions could not be confirmed. The only probable root cause specified by the manufacturer as being likely to contribute to the event was misuse of the clip attachment. The combination of improper way of a clip attachment on the device spreader bar and patient¿s body contact with left armrest of the wheelchair could have contributed to the outcome of the reported event. The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment and lifting process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: - ¿make sure that: all clips are securely attached¿ - ¿to avoid injury of a patient, pay close attention when lowering or adjusting the spreader bar.¿ the system - clip sling and floor lift was used for the patient¿s care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling however, the clip detachment and patient fall occurred and from that perspective, the system did not work as intended. We decided to report this complaint to the competent authorities due to the circumstances ¿ clip detachment, patient fall and sustained minor injury.